Manufacturer narrative:
Concomitant medical products: 429888 lead dtba1q1 ICD implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fine level noise with oversensing and pacing inhibition seen on high rate n on-sustained tachycardia (hrnst) episodes. The lead was noted to have sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.